Event description:
Boston scientific received information that this patient was having a electrocardiogram for premature ventricular contractions at their family physician's practice. At that time their right atrial (ra) lead was identified to be fractured with impedances greater than 2500 ohms and inappropriate sensing. This did not cause any symptoms or adverse patient effects and the patient was further referred to their cardiologist.

Manufacturer narrative:
Final resolution has been requested from the field representative. This investigation will be updated should further information be provided.

Manufacturer narrative:
The field representative had no further information and records indicate this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.